Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Seven (7) years post implant of an edwards ce perimount magna ease valve in the mitral position, a valve in valve (viv) procedure (a sapien 3 valve in the magna valve) was performed due to degeneration of the surgical valve. Medical record review revealed that during the procedure, while attempting to cross the commander delivery system across the septum, the right atrial (ra) permanent pacer lead was dislodged from its location. The lead was left in situ at the inferior vena cava. Another unsuccessful attempt was made to cross the septum. The delivery system was not able to cross the septum due to the redundant septum and the possible narrowing of the mitral valve. Balloon valvuloplasty was performed. The delivery system was then able to be manipulated across the septum. A 29mm sapien 3 valve was successfully implanted in the magna valve. It was reported that the patient did not have any arrhythmia problems that were considered to be ¿life threatening¿. The patient tolerated the procedure well and was transferred to the open heart recovery unit. The dislodged lead was to be addressed by ep consult post procedure. On postoperative day (pod) 1, the dislodged ra lead was corrected. The patient was discharged on pod2 in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Non-emergent reoperation, cardiovascular injury & arrhythmias are listed in the instructions for use (IFU) as potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Permanent pacemaker lead dislodgement during a transseptal mitral procedure is a rare complication. The exact cause of this event is unknown; however, some possible causes include: suboptimal anchoring of the pm lead. Suboptimal/anomalous trajectory of the lead. Suboptimal location of the septal puncture (too close to the pm lead). Challenging tracking of the commander delivery system. In the physician training manual an assessment of the following is recommended prior to mitral valve-in-valve implantation with sapien 3: suitability for transseptal (ts) approach: inter-trial septum anatomy; presence of devices precluding ts access. The physician training manual also provides the following instructions for crossing the interatrial septum: determine adequate puncture location using tee. Perform transseptal puncture using standard techniques under tee guidance. Dilate the atrial septum with a 10-14mm septostomy balloon. Advance .035¿ guidewire over a guiding catheter into the left ventricle in this case, there was no allegation or indication a device malfunction contributed to this procedural complication. Investigation results suggest/indicate that while attempting to cross the septum, the commander delivery system came into contact with a pre-existing right atrial permanent pacemaker lead and the lead became dislodged, requiring repositioning on pod #1. It is not known when the permanent pacemaker lead was placed and whether or not it was securely placed (completely endothelialized and anchored within the cardiac tissue). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No similar complaints regarding this issue have been received by edwards lifesciences. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.